Event description:
The event is reported as: complaint alleges that the nasal airway became lodged in the back of the pt's throat. The alleged incident was discovered when an attempt was being made to intubate the pt in the operating room. The pt was being previously monitored in the ICU dept prior to going to the operating room. The nasal airway was removed surgically with no consequence. No pt injury reported.

Manufacturer narrative:
Unk sample is available for investigation, therefore, investigation is incomplete. A f/u investigation report will be sent when completed.